Event description:
The pt's office stated "the pt wore the contacts for about 5 days and returned to the office with pain and bilateral corneal ulcers." A complaint follow-up form was faxed to the office. The practitioner completed the form and faxed back to synergeyes, inc. "Fit pt with vault 100 micron on good nafl (sodium fluoride) pattern. Dispensed lenses 4 days later pt back 2 bilateral central infiltrates, keratitis. Returned next day with corneal ulcer od." The pt required medical intervention. The symptoms were pain (ou), discomfort, tearing, and photophobia. The pt was placed on zymar and novanac tid. Pt was instructed to finish drops (B)(6) 2009 - refit on same day because he had no discomfort and less photophobia.

Manufacturer narrative:
Lens was returned and found to be acceptable for the labeled parameters of the contact lens. User error probably was the root cause for this case of corneal ulcer. Review of the device history record for both lenses did not demonstrate non-conformities that would lead to filed event. Lenses were refit on the pt after symptoms subsided.